Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that the implant site was not healing properly. It was unknown if there were any external or patient factors that contributed to the issue. The system was explanted and the issue was resolved at the time of the report.